Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 33.3 mmol/l. Customer was treated with insulin pen or insulin pump. Customer experienced nausea, vomiting, difficulty in breathing and abdominal pain. Customer was using insulin pump within 48 hours of high blood glucose event but auto mode was not active. Insulin pump will be returned for analysis. Unomed inf set,frn-unk-rsvr.